Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but a video was provided by the customer for investigation. The video was reviewed and the indicated failure mode for incorrect stopper size with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The most likely root cause is that a stopper may have been caught somewhere on the manufacturing line when the line changed over to a new order. The stopper may have come loose and was placed in the tray on a tube.

Event description:
It was reported that the stopper is loose with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: the tube cap is very loose, pull out easily.